Manufacturer narrative:
(B)(4). Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: wear problem. Conclusion: device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction (B)(4) which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2017. Inspection of the device was performed on (B)(6) 2017 where the quality control inspector found the following: insertion tube severe crush at stage 1, distal body chip at channel opening at thinnest part, failed wet leak test, umbilical cable buckle at control body side, umbilical cable buckle at umbilical connector side, failed dry leak test, suction arm loose, bending rubber leak at middle section, bending rubber cut, primary operation channel resistance, customer complaint confirmed. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on (B)(6) 2017. Parts replaced: o-rings and seals, bending rubber, distal joint screw m1, distal end assy with tube, insertion flex tube w/seg pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), light guide cable.